Event description:
Livanova received a report about the red and white "roberts" clamps where put on the wrong lines during assembly. The red were placed where the white should be and the white were placed where the red should be. This has occurred on three packs in the same lot number.

Manufacturer narrative:
H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the complaints database revealed that a similar event was also reported on this lot number (MFR #1718850-2024-00042), for a total of 4 packs affected out of 24 manufactured. Involved perfusion tubing system (pts) drawing (revision l) has clear indication of clamp assembly. Based on all the above, the most likely root cause of the reported event was a manufacturing operator error during the assembly phase of this pts. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event.